Event description:
During the placement of greenfield filter to right groin the filter deployed prematurely. The safety feature on the device was in the locked position when it deployed and remained in the locked position after it deployed. The doctor made an incision into the abdomen to check for perforation of the vessel. No perforation was noted and greenfield filter was left in the right iliac vessel.